Event description:
It was reported that the patient with this pacemaker underwent a dental procedure. As a result, due to the electromagnetic interference (emi), the device exhibited pacing inhibition. The patient experienced a heart rate of 30 beats per minute (bpm). No adverse patient effects were reported. This device remains in service.